Event description:
It was reported that during an implantable pulse generator (ipg) changeout when the right ventricular (rv) lead was connected to the new ipg it exhibited low impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5568-53 lead implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.